Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00126 on may 20, 2014. On 05/22/2014 additional information: a siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse found no system issues that may have contributed to the falsely low advia centaur xp ca 19-9 result. The technical application specialist (tas) went on-site. The tas made changes to the ca 19-9 tdef overdilution point. There have been no further issues.

Event description:
A falsely low advia centaur xp ca 19-9 result was obtained for a patient sample. The patient sample was auto diluted and tested after obtaining a >700 value. The reported low result was questioned by the nurse, as the previous results were within the 800-900 range. Repeat testing was performed with manual dilution and the results were as expected. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. Possible interferent involved with this patient's sample. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. "